Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) was not displaying on the ilet, while showing in the dexcom app; the agent guided the user to start the sensor, noting the situation involved an incorrect or missed pairing and signal loss with imminent dosing stoppage. User experienced elevated blood glucose peak of 253mg/dl which subsequently stabilized after troubleshooting, and no additional reported symptoms. Outcomes included a delay to insulin therapy until the sensor connection was addressed with no need for medical intervention. User support included user communication, analysis of information provided by the user, and education on proper setup and pairing. Investigation of this case revealed a usage problem due to failure to follow instructions and an improper setup procedure, with no device problem found and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.